Event description:
It was reported that the patients right hip was being revised due to pain and pseudo tumor on MRI. Surgeon did not comment intraoperatively.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem.an evaluation of the device cannot be performed as the device remained implanted and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).